Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2014, patient experienced a hardware failure. At the time of contact, patient's mother was advised to reset the device which was unsuccessful for the reported issue. Device is being used on a pediatric patient against user guide recommendations. At the time of contact with dexcom technical support, no medical intervention or injuries were reported.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. A review of the receiver data log confirmed a hardware error code. The customer complaint was confirmed and the root cause was determined to be a hardware component failure. A CAPA has been initiated for this issue.